Event description:
A piece of plastic on the top of the plunger broke off making the syringe difficult to use. Left sharp edges where the piece broke off. This is the third syringe in which a piece of the plunger broke off.